Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device has been returned for investigation. The investigation has not been completed. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure to treat an arteriovenous fistula, when the balloon was inflated to just above rated burst pressure (rbp) there was a radial rupture of the 12 x 20 mm armada 35 balloon. The device became stuck when removing it through the sheath so a cut down was performed to remove the device. Additional procedures were performed as the bleeding could not be stopped and a new fistula had to be created. There was a clinically significant delay int he procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture was able to be confirmed. The difficulty removing from the sheath was not tested due to the condition of the returned device. Based on visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. A query of the complaint handling database revealed no other similar incidents reported from this lot. It should be noted the armada 35 instruction for use (IFU) warns: inflation in excess of the rated burst pressure may cause the balloon to rupture. Use of a pressure monitoring device is recommended. Based on the reviewed information, no product deficiency was identified.

Event description:
Subsequent information was obtained that only a cutdown was performed due to the armada 35 balloon rupture. Other procedures were performed at a later time but had nothing to do with the outcome from the original procedure. No additional information was provided.